Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation has confirmed that the spring is not inside by returned awl. As the lost happened clearly inside the cleaning and sterilization process this is not a regular product complaint. Furthermore the tip is deformed distal. This my caused referring the unsafe return shipment of the product. Afterwards it is not possible to determine the exact cause for the tip damage. The holding sleeve is functional and without visible damages. Investigation of documentation for production and material gives evidence that the awl was produced in 2011 and the holding sleeve in 2012 under specifications. Failure in material or production could not be detected. If a spring will get lost in future again a replacement can be ordered via our customer service with article no. (B)(4). As reference you will find the drawing (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during the cleaning and sterilization process, the spring from the instrument was lost. This is report 2 of 2 for complaint com-(B)(4).